Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope. The leadless implantable pulse generator (ipg) exhibited premature battery depletion and high thresholds. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.